Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that messages were not processing due to net.tcp port sharing services being stopped, which prevented the message queue from draining. The technical support specialist (tss) started the required services and configured recovery options to ensure automatic restart, allowing messages to process normally. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, messages not processing and message queue not draining. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.